Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a broken sensor. Customer's blood glucose level at the time 7.3mmol/l. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Found sensor cannula retracted inside of the sensor. Unable to confirm customer received sensor damage due to customer returned opened/used.